Event description:
Stapler used to resect and anastoms stomach segment to complete a gastrectomy with billtloth I on a pt with a bleeding gastric ulcer. Staple unit difficult to remove from remaining stomach segment. No staples fired across tissue. Remaining segment was anastomosed with suture. Staples unit was inspected all staples were in place but did not advance into tissue.device labeled for single use. Patient medical status prior to event: fair condition. There was not multiple patient involvement.invalid data - on device service/maintenance. No data - regarding date last serviced. Service provided by: invalid data. Invalid data - service records availability.no imminent hazard to public health claimed. Device used as labeled/intended.device was evaluated after the event. Method of evaluation: actual device involved in incident was evaluated, visual examination. Results of evaluation: manufacturing. Conclusion: device failure directly contributed to event. Certainty of device as cause of or contributor to event: yes. Corrective actions: device discarded, device returned to manufacturer/dealer/distributor. The device was destroyed/disposed of.